Manufacturer narrative:
Product evaluation was performed to investigate this issue. A labeling review performed as part of this evaluation identified that there are instructions in the product labeling to assist the customer in resolving this issue. A lot search for 05904jn00 identified that this is the only performance related complaint received in add (B)(4) to date for that reagent lot. A review of architect tsh complaints did not identify any trends or atypical complaint activity related to the customers issue. Architect tsh reagent lot 05904jn00 was used during testing. A review of this testing concluded that the assay recovered different levels of analytes in external quality samples thus concluding the lot in question is performing acceptably. In addition, architect tsh reagent lot 05904jn00 is currently designated as reference material for in-process testing to test architect tsh products during manufacture. No issues were identified during this testing. No further testing was performed as these tasks did not identify any issue which warranted further evaluation. The probable cause of the discrepant result may have been due to the handling/ preparation of the patient specimen. Based on the evaluation results, no product deficiency was identified related to the malfunction reported by the customer.

Event description:
The customer stated that one patient sample generated a falsely decreased result for the architect tsh reagent. A result of 47 uiu/ml was repeated at 100 uiu/ml. The customer believed the repeat result of 100 uiu/ml is the correct result. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). A product evaluation is in process and the results will be submitted in a follow-up report.